Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the call recording which the medical surveillance specialist listened to. The patient stated that the alleged product issue occurred at 5:32pm on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿359, 177 and 171mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and informed the cca that due to the elevated blood glucose results they took an additional 45 units of humalog 100 insulin 4 minutes later. The patient reported that soon after taking this insulin they ¿passed out¿ and were reportedly ¿almost in a coma¿. The patient¿s spouse was able to provide the patient with food and drink as treatment and the patient regained full consciousness after this treatment was provided. The patient did not have a backup meter to measure their blood glucose at this time. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the acceptable range for the test strip lot being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.